Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an inadequate seal, requiring the patient 6 units of blood due to bleeding and went into a kidney failure postop sleeve gastrectomy. Also, there was no regrasp alert, end tone heard, or evidence of energy delivery when the device was used. The patient presented with some prior kidney issues. The patient extended hospitalization for 8 days after the procedure. It was informed that the patient's kidney health was doing better and the bleeding subsided after the initial blood transfusion.